Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2015. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that a transmission was sent after the patient experienced a syncopal episode. The right ventricular (rv) lead exhib ited a high threshold. The left ventricular (lv) lead exhibited a potential loss of capture, a high threshold, and it was noted a lead impedance alert had previously triggered. The rv and lv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.